Event description:
It was reported that an s/5 fm pt monitor mounted with a quick mount fell from the ceiling. The unit was caught by the attached cords and leadwires after falling approx 3 feet. There were no injuries reported. The site has removed all of the remaining units from their mounts while this event is evaluated. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.